Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a temperature alarm. Reportedly, the pump was in the "cold" prior to the temperature alarm. In addition, the pump unexpectedly reset. There was no patient involvement, as the pump was not being used on the patient at the time of the event.